Event description:
Additional information recieived on 12/16/2019 via email: the procedure during which the incident happened was a laparoscopic assisted distal gastrectomy. The surgeon had puton the clip for vessel ligation in the abdomen. Upon firing, the clip cartridge was jammed. It was noted that a crack was found in the front side of the cartridge. The device is not send to the manufacturer as it has been thrown away after the operation.

Manufacturer narrative:
Also new information has been added to description in b5. Manufacturing site evaluation: during a surgery the cartridge was jammed and the customer found the crack in front of the cartridge. The cartridge is not available for investigation. Only a photo and a video are available from the customer. Investigation: according to refer to the photo here we found a damaged and broken end of the cartridge. Regarding to the video, we suspected a non-damaged front side of the cartridge before it was grasping with an instrument. We detected that the cartridge was grasped with an instrument a second time. After that we discovered a damaged and broken end of the cartridge. Batch history review: the traceability of articles with batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard a material defect and production error can be excluded. Investigations lead to the assumption that the damaged and broken end of the cartridge was caused by an improper handling due to grasping the front side of the cartridge with an instrument. It appears that described the clip jam was caused by an improper handling. A too fast application could lead to a clip jam. The too fast application and / or the clip jam could also leads to the detached cartridge. Based upon our historically grown product experience and due to different simulation regarding a too fast application, this leads to the described errors. Corrective action: product safety case has been created. Any action regarding CAPA will be addressed with this case.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with challenger clips. It was reported that there is possibility that the broken cartridge is still in the patient's abdomen. During the surgery, users found that the cartridge tip was broken after reloading. So an attempt was made to find it around the operating room bed and the patient but this was unsuccessful. The patient was informed of this circumstance and treatment may include x-ray or magnetic resonance imaging (MRI) to find and confirm it. Additional information was not provided nor available. The adverse event is filed under (B)(4).